Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. As the customer was out of warranty and in the process of renewal, no specific corrective actions were detailed in the information provided.